Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch for low impedance measurements. All other lead measurements were stable and within normal range. The safety switch was reset, and the patient will be monitored for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.